Event description:
It was reported that this pacemaker stopped providing pacing to the patient. Subsequently, the patient experienced a bradycardia episode, and was admitted to the hospital. The pacemaker device was surgically removed. Besides surgical intervention, no additional adverse patient effects were reported. The device was returned, and analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. There was no device telemetry data available. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the clinical observation. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker stopped providing pacing to the patient. Subsequently, the patient experienced a bradycardia episode, and was admitted to the hospital. The pacemaker device was surgically removed. Besides surgical intervention, no additional adverse patient effects were reported. The explanted device is expected to be returned for analysis.